Event description:
During a laparoscopic hernia repair (tap procedure), it was reported by the affiliate that the staple was jammed in the jaw of the device. It was stated that the surgeon is very familiar with procedure and device.

Manufacturer narrative:
H6; code 100: excessive u.v. Adhesive on top of the ejector post. Visual inspections & results. Head rotates ab)yes, nose shroud cracked/broken ab)yes, staples in nose a)yes b)no, staples in track a)yes b)no, trigger engaged with precock ab)yes, functional tests & results cycled instrument ab)no. Analysis conclusion: ab)it was concluded that excevvive ultra violet adhesive on top of the ejector posts may have caused the reported incidents during surgery. A)the inst. Was received with 2 partially formed staples jammed in the cartridge nose. No functional test could be performed due to a broken nose weld. The inst. Was disassembled and there was excessive ultra violet adhesive on top of the ejector post and the ejector legs were observed to be damaged. The excessive u.v. Adhesive on top of the ejector post was due to an assembly error and it was concluded that this may have caused the reported incident during surgery. B)the inst. Was received with a yielded cartridge nose weld and cartridge tube crimp. No functional testing could be performed due to the inst's. Physical condition. The inst. Was disassembled and there was excexxive u.v. Adhesive on top of the ejector post, which was due to an assembly error, and no staples were present. Ab)the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.